Event description:
A volume discrepancy was reported. At the pt's last two refill sessions, the actual residual volume (arv) had been greater than the expected residual volume (erv); the amounts were not specified. The pt did not have any reported symptoms. An x-ray on (B) (6) 2009 showed that the catheter tip was at t10. A catheter dye study revealed that the catheter was in good position. The physician planned to continue to monitor the pt's residual volumes at the next refill session. The final outcome was reported as "no injury." The medications being delivered via the device system were clonidine, hydromorphone, ropivacaine and sufenta.

Manufacturer narrative:
(B) (4)